Event description:
It was reported that pump button was not working, as pressing did not cause indicator light to flash even though lights did flash when pump was placed on charging pad. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, was instructed to place malfunctioning pump into storage mode before returning it, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement device, while technical support arranged shipment of updated replacement pump with setup guidance, and instructed customer to return problematic pump using prepaid label within 10 days.